Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-jan-2021, the patient reported that his infusion set's tubing came apart and was dropped on the floor. Moreover, there was stress or pull on the tubing, but the pump was not dropped with the set connected to the patient's body. Currently, his blood glucose level was 220 mg/dl. No further information available.